Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 403 mg/dl and 114 mg/dl and 112 mg/dl . Fifteen minutes before obtaining the result of 403 mg/dl, the patient tested and received a value of 53 mg/dl. She ate 3 candies which was equivalent to 15 g of carbohydrates.